Manufacturer narrative:
The initial report stated that the root cause was due to normal wear from use and servicing. After further investigation it was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when it was plugged into the console. Therefore, the assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device would not rotate. This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.